Manufacturer narrative:
Received one used a1134 transfer set for inspection. As received, the nano t-connector was broken. The area of the break was examined and found to have stress whitening on one side while the other side was higher. The reported complaint can be confirmed. The probable cause is due to an unintentional bending force during use. The device history recordreview could not be conducted because no lot number was identified. Corrected information can be found in d10.

Manufacturer narrative:
D4 and h4 the lot#, expiration date, and manufacture date are unknown. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
A complaint was received regarding a to a 99" (251 cm) appx 6.8 ml, transfer set w/check valve, nanoclave® t-connector, anti-siphon valve, 0.2 micron filter, luer lock that experienced breakage during patient use. The reporter stated that when changing fluids and spiking pn bag, tubing (single lumen tpn tubing set) got faulty with one of the tubes breaking off. Then, neonatal nurse practitioner was contacted at 17:43 and was told to use new tubing for pn bag. Critical nurse was notified of incident, faulty tubing was delivered to the charge nurse office and collected by manager. The event date occurred on (B)(6) 2025 during patient use. Thus, there was patient involvement, no human harm and unknown delay in therapy reported.